Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for a disconnect of the heater bag was not confirmed in the lab due to a lack of sample; however, per the complaint information the cause of the complaint is due to the bag falling and disconnecting while the patient was moving the cycler. A batch review was performed on the associated lot ( h10c12080 ) with no issues noted. Per the complaint information, the supply bag fell when the patient was moving the cycler machine. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's (B)(4) reporting that he was trying to lower the homechoice (hc) machine and the heater bag fell off and disconnected. The home patient (hp) stated that he then hurried up and disconnected himself and turned the hc machine off. The hp stated he just wanted to get the set out and go to bed. The technical service representative (tsr) assisted with troubleshooting. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by baxter product surveillance to the nurse on (B)(6) 2010, the nurse stated that she was aware of the bag falling and disconnecting, and confirmed that the hp did not have any injury or harm as a result of this incident. The nurse stated that she did not know the lot number. The nurse confirmed that the hp is continuing therapy. No patient injury or medical intervention was indicated at this time. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time.